Event description:
On (B)(6) 2014, the patient's husband reported the down button on the infusion device does not function. The infusion device was not dropped, and the key-lock feature is not activated. No physiological effects were reported. The infusion device was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.